Event description:
It was reported that there was a communication problem. It was noted the patient couldn¿t recharge his implant even a year prior to the report. It was recommended a physician mode recharge (pmr) be performed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37746, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3550-29, lot# n311900, implanted: (B)(6) 2012, product type accessory; product ID 3587a, lot# l51185, implanted: (B)(6) 1998, product type lead; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).